Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the reported issue regarding screen freeze. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Customer mentioned that the issue was appeared on (B)(6) 2023, but the logs was downloaded on (B)(6) 2023. No hardware issues related with a display freeze is visible on the logs downloaded on (B)(6) 2023. The exact issue is not determinable.

Event description:
It was reported to vyaire medical that the bellavista ventilators screen was frozen. At this time, there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet